Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that interstim was working they had time to make it to the bathroom, but it quit working a week ago today, and they used to be able to feel the little shocks, but they cannot feel them anymore. Pt said now they have to race to the bathroom at night; their symptoms came back they had 2 accidents again. Pt said they tried to use their equipment, and it shows: no device found. Offered and assisted pt to use their equipment to successfully sync to their ins and after reviewing interstim education information, pt chose to increase the amplitude by one tenth, confirming a comfortable sensation in their pelvic floor region. The patient will maintain the stimulation level and will continue to track symptoms. Redirect to a doctor if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.